Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s system displayed high out-of-range (oor) right ventricular (rv) pacing lead impedance (pli) measurements of greater than 2000 ohms. Additional information was obtained indicating that the source of these high oor pli measurements was not determined. It was a gradual increase from approximately 1200 ohms over the last few months. Sensing was steady but pacing threshold measurements had gone in the same time span. The rv lead was explanted and replaced while the device remains in service. The hospital had the lead and it is unknown if the rv lead will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This device was later explanted due to routine change out. No adverse patient effects were reported.